Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).

Event description:
An optometrist reported a pt whose corneal abrasion required a new bandage contact lens to be placed on the eye at the 5 day post (prk) photorefractive keratectomy visit. Pt noted dryness in the eye. There are two medical device reports associated with this event. This report references the left eye. Add'l info has been requested.